Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the adhesive was cracked, the cement around the objective lens was missing, exposing metal, and that the area around the light guide lens was also missing. Additionally, the forceps elevator cover was missing, and the pink rubber was observed to be cut. There was no patient involvement.